Manufacturer narrative:
H6: remove: 4613 h6: remove: 4613.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. The customer¿s blood glucose (bg) was 561 mg/dl. Customer addressed elevated bg by a correction bolus via the pump. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of "40's" mg/dl. Cause was not known. Reportedly, the customer¿s parents attempted to give them juice, but the customer was disoriented and emergency medical technicians (emt) were called. Emt provided the customer with intravenous fluids. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer was able to resume insulin with original cartridge.